Event description:
Customer takes indapamide, valsartan, and lercanidipine to treat his hypertension. Customer reported that he changed his sensor on (B)(6) 2024 and the sensor was updating for several hours. Then, on (B)(6) 2024, at around 7pm. He lost consciousness while driving and crashed into a pole at 70km/h, triggering the airbags. He regained consciousness a few minutes later with the paramedics. On arrival at the emergency room at around 8pm, the doctors found the blood glucose to be 2.8mmol/l while the sensor glucose was 7.6mmol/l. Helpline saw the blood glucose was 91% of the time within target and 9% of the time in hyperglycemia. Customer said the algorithm increased the basal rates and delivered auto corrections at the time of the accident. Troubleshooting was partially done. Pump was used within 48 hours of the low. Smartguard was used. Sensor is not returning for analysis.

Manufacturer narrative:
This report is being submitted as part of a retrospective review per CAPA 686868. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.